Manufacturer narrative:
H4: the lot was manufactured from january 21, 2023 - january 22, 2023. The actual device and a photograph of the sample were received for evaluation. The device was received partially filled with a solution. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The cap was removed an no issues were observed. The photograph was reviewed and a polymeric appearing white particle was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle contamination was observed in a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.